Event description:
It was reported that following an implant, the patient felt uncomfortable pocket stimulation and was admitted. An x-ray revealed th at the right ventricular (rv) lead had perforated the pericardium, resulting in pleural effusion and diaphragmatic stimulation. The rv lead also exhibited high pacing thresholds. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in blood. Visual summary analysis of the lead indicated apparent explant damage. (B)(4).